Manufacturer narrative:
We received one empty opened foil. During the visual inspection of the foil, it was noted delamination on the back of the foil and in the inside a hole was located at the same area of the delamination. In addition, the samples present several wrinkles at the foil. No issues at the seal of the package were noticed. As no clips were returned for analysis, we are unable to investigate further to the issues related to the clip does not hold on suture. However, the sample will be sent to a laboratory for pending additional evaluation.

Manufacturer narrative:
Additional analysis: the package does contain at least one pinhole due to foil fracture. This pinhole is located in area underneath where the outermost laminate layer has delaminated. It was identified that the delamination can occur as a result of foil cavity forming. If the laminate material does not adhere well enough to the aluminum portion of the foil, there can be a small ¿blister¿ of delaminated area where the clear laminate separates from the aluminum. At this point, the package sample has undergone quite a bit of handling. It is difficult to tell whether the laminate layer integrity still remains. It is possible that if the laminate layer is in-tact, there would be still some layer of protection for the package integrity. Additional testing to follow.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse patient consequence? How were the clips removed from the patient? Was there any surgical or medical intervention required to remove the clops from the patient?

Event description:
It was reported that the patient underwent a laparoscopic urologic procedure on (B)(6) 2016 and the suture clips were used to secure a suture. During the procedure, the loaded clip could not be fixed on a suture and fell off soon. According to the doctor, it was suspected that there was a possibility that the package was not sealed properly. The doctor opined that the sealed package might have been opened or there might have been a pin hole in the sealed package. There were no clips left inside the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: was there any adverse patient consequence: there was no adverse patient consequence how were the clips removed from the patient?: the clips were not fell into the patient. Was there any surgical or medical intervention required to remove the clips from the patient: the clips were not fell into the patient so there were not any interventions.